Event description:
The abc handpiece was opened to the field. The scrub discovered that the tip falls off the handle and will not stay on the handle. The device was handed off the field back to circulator and was segregated. Manufactured by (B)(4). Argon beam electrosurgical unit disposable hand piece cutting tip came lose. Argo unit functions properly. Disposable hand piece was faulty.